Event description:
A report from the user facility reported "patient was undergoing a septoplasty when the storz scissor was recovered from the surgical area the tip was missing. An x-ray was done and a 1mm piece of tip in the surgery area was noted while the pt was still in the operating room. The surgeon determined the risk outweighed the benefits and left the piece in the surgery area with a no known harm at this time."

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should the device become available for investigation. The user facility has submitted a voluntary medwatch to the karl storz mfg site and has re-submitted a voluntary medwatch to bausch & lomb.